Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-mar-2021/ serial#: (b)(4, UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, mfg date: 24-oct-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the leadless implantable pulse generator (ipg) could not be placed. The physician could not find a suitable position after multiple attempts and did not want to cross the prosthetic valve again. The ipg was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to event description. Notify date report number 9612164-2020-01863 should read 28 may 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the leadless implantable pulse generator (ipg) could not be placed. The physician could not find a suitable position after multiple attempts and did not want to cross the prosthetic valve again. The physician did not want to cross the prosthetic valve again due to anatomical reasons. No performance issues were noted with the leadless implantable pulse generator (ipg) or its delivery system. The ipg was removed. No patient complications have been reported as a result of this event.